Event description:
During a pci procedure, the cypher select plus stent delivery system 3.00x23mm (crb23300) was connected to the indeflator, when the hub cracked. On noticing this, the product was removed from the patient, and another cypher select plus stent was utilized to complete the procedure.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.